Event description:
The customer alleged the ventilator was missing breaths during ventilation. The co factory service tech called and verified the reported problem after speaking with a person regarding the ventilator problem. Person agreed it was giving too many breaths. The co inspected the device, verified too many breaths being given and replaced the rate switch assembly. The unit passed extended service final testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.